Event description:
It was reported that the patient was having a sharp pain that occurred when their skin contacted the system controller. This occurred when the patient was on the power module. This happened on multiple power modules, multiple outlets and multiple patient cables. It felt hot and built to a pricking feeling. Both the patient and their wife could feel this when exposed to skin for a few minutes. System controller was switched in the past, and the power module and patient cable were switched out, but not the power module cable. The system controller was not hot to the touch when this occurred, and the backup battery was not charging. This happened at home and on the equipment in clinic. The patient would apply electrical tape over the battery door screws to see if this resolved the issues. This did not happen on battery power. Log files were sent for review, and they did not record any unusual events in the log file event history. The mechanical circulatory support equipment was operating as intended. It was additionally provided that the patient stated that with tape on the system controller, the sharp pain when on skin happened less often and took longer. The patient was advised to apply a second layer of tape and to cover any spots where paint was clipped or where silver under the paint was exposed. They were considering an ungrounded patient cable, system controller exchange, or continued taping as further troubleshooting options. As of 25aug2025, no further troubleshooting was performed and no device replacement had been made. No equipment would be returning as such. Additionally, it was noted that the system controllers clock was not set after the patient's previous system controller exchange. (Manufacturer report number: 2916596-2025-02666) the site followed up on this issue on 04sep2025. The patient used electrical tape and this made the tingling/sharp feeling happen less often (when it has been against their skin for 30 minutes instead of less than 5 minutes). The site wanted to know more about using an ungrounded patient cable, as a heartmate 3 patient using a power module and ungrounded patient cable for several months has had no issues, also with no issues in the log files. The biomed team was wondering if using the mpu would stop this from occurring, but the mpu also had a ground.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of heartmate 3 system controller overheating while connected to the power module was not confirmed. The reported event of the controller clock not being set after the previous controller exchange was confirmed via the submitted log files. Data from the submitted controller event and periodic log files collectively spanning 14 days ((B)(6) 2000 22:45:25 and (B)(6) 2025 09:07:07 per timestamp) was reviewed. The controller¿s internal temperature ranged from 37-46 celsius, while operating the pump which is within design specifications. The internal temperature recorded within the log file cannot be conclusively correlated to the system controller case temperature. From (B)(6) 2000 22:45:25 per timestamp, the log file captured controller clock corrupt alarms due to the controller clock not being set. By the next time data was captured on (B)(6) 2025 21:02:43, the alarms had resolved, and the controller clock had been set. Although the exact onset of the alarms was not captured, due to the clock resetting to the known timestamp of (B)(6) 2000, the onset of the alarms can be approximated to have occurred on (B)(6) 2025. This is consistent with the reported information of the clock not being set after the previous controller exchange. A review of patient history revealed previous reported overheating of the controller resulting in a controller exchange on (B)(6) 2025. The provided information indicated the overheating occurs on multiple power modules, patient cables, and outlets. Electrical tape has been applied over the backup battery cover screws and areas of exposed metal on the controller, which has reduced the frequency and time it takes for the issue to present. No product has been exchanged. A root cause for the controller overheating has not been conclusively determined through this analysis. Per provided information, the root cause for the clock not being set was determined to be due to user error in not setting the controller clock after a controller exchange. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number hsc-139468, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas insrtuctions for use (IFU) heartmate 3 patient handbook are currently available. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, and section 2 of the IFU, entitled ¿system operations¿, warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.